Event description:
It was reported that patient presented in clinic after receiving high voltage shocks. The right ventricular lead exhibited low, out of range, hv lead impedance. The lead was found to be fractured and to have insulation damage. The lead was capped and replaced. The patient was in good condition following the procedure.